Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The detailed investigation could not provide a clear result. It could be clarified via log file that the closed circuit of the "emergency stop button" was interrupted at the time of the event, however, the returned part did not show any error. As the returned part (motor controller module / mcm4) was error-free, our product experts assume a temporary problem such as a bad contact at the connection points. The mentioned emergency stop circuit runs via the cables of the control module through the user location interface (uli) to the system. When an emergency stop button is pressed, the circuit is interrupted which is a safety function. All motor movements are then stopped, and a corresponding message is displayed to the user. In the given case, the safety circuit was interrupted although no emergency stop button was pressed. Because the control module and the cables were in order, our specialists assume that there was a temporary contact weakness, which was eliminated by replacing the module or by pulling and plugging the connections. Following a service visit by our local service organization, the system is again working as specified and the log file no longer shows any errors in this regard. A possible general error which would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an emergency procedure, the user reported that the emergency button connected to the motor controller unit (mcu) was activated. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.